Manufacturer narrative:
According to the facility 3 different occasions where, "there were issues with leaking from either the plunger end or the luer lock at the junction with the needle. The syringes at the time of the issues were replaced for another and no direct patient injuries or issues were reported. The procedures being performed were pain injection cases and were completed". The syringes would leak once the medications were pulled up into them or when the syringe was started to be pushed. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility 3 different occasions where, "there were issues with leaking from either the plunger end or the luer lock at the junction with the needle. The syringes at the time of the issues were replaced for another and no direct patient injuries or issues were reported.